Event description:
Reportedly after predilatation was performed and during use of a xience prime (2.5x38) via radial approach in the mid left anterior descending artery with heavy tortuousity and heavy calcification, a dissection occurred. The inflation pressure during deployment of the xience prime was 12 atmospheres. Slight resistance was felt during advancement; however, not thought to be significant. Another xience prime (2.75x28) was used to cover up the dissection which caused the dissection to worsen. Finally a non-abbott stent was used to cover up the dissection. Pre-dilatation and post dilatation were done. There was no clinically significant delay in the procedure. Patient was doing good post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 2.5x38 xience prime referenced is being filed under a separate medwatch MFR number.